Event description:
The lay user/patient contacted lifescan on june 20, 2007 and alleged that his one touch ultra meter was reading inaccurately low. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported obtaining a result of 100mg/dl on the subject meter. At the time of concern, he had dry mouth, thirst, and was tired. He received assistance/advice from a doctor, greater than 30 minutes later and his blood glucose result on the doctor's meter was "over 300" mg/dl. It is not known how much later this second result was obtained. His insulin dosage was increased from 40 units to 50 units of novalin 30/70. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was cleaning the puncture area properly. The patient also reported that the lot number was missing from the test strip vial label and he discarded that vial. This complaint is reported because the patient alleged he was hyperglycemic at the time he obtained a result of 100 mg/dl. Later, the doctor's meter result correlated with the symptoms and his insulin dosage was increased. The patient also alleged that the lot number information was missing from the test strip vial. A replacement meter and test strips were sent to the lay user/patient.